Event description:
According to the reporter, during rectum surgery, the circular stapler was able to cut the anastomosis, but did not put staples on one side. The staple row was oversewn. A relieving stoma was placed to prevent an anastomotic leak.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.